Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis with a broken pcb. The unit was filled with water and then powered on. Based on the evidence, the root cause was not confirmed. However, the root cause of the cracked pcb was found due to user interface.

Event description:
Information was received indicating that during set up of a smiths medical level 1 hotline blood and fluid warmer microswitch was noted to be bad. It was reported that a no tubing attached alarm occurred. There were no reported adverse effects.